Event description:
The implant scratch fit can be so great that it causes seating issues. The surgeon also noticed that the lugs do not line up perfectly with the hole drilled in femur. Surgical delay of approx. 20 minutes due to the issues experienced with the product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.